Manufacturer narrative:
Customer reported that a pyxis anesthsia es system unexpectedly shut down during a procedure.the customer did not specify if the malfunction caused a delay to patient care.patient involvement was not reported in the complaint file.patient or user harm was not reported.this event is recorded on complaint number (B)(4); a field service technician evaluated the device and determined that the power outlet was not providing power.this was not a device malfunction, but a hospital power issue. .

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shut down during a procedure. The customer did not specify if the malfunction caused a delay to patient care. Patient involvement was not reported in the complaint file. No patient or user harm was reported.

Event description:
It was reported that a bd pyxis anesthesia system es powered off unexpectedly during a case. The customer did not specify if the malfunction caused a delay to patient care. Patient involvement was not reported in the complaint file. No further information was provided by the customer upon follow up. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-jun-2020 to 15-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had shut down due to no power from the red outlets as it moved to the blue outlets. The field service engineer found the issue and notified escort to contact facilities for fixing red outlet power. The system functioned as intended after the field service engineer evaluated the device.